Event description:
Reference complaint (B)(4). Case from clinical study (B)(4). The physician reported that after cataract surgery, posterior capsule incision vitrectomy and membrane stripping, heavy water photopolymerization, gas-liquid exchange, c3f8 injection of left eye, the patient experienced mild elevated intraocular pressure (iop) and underwent an additional medical treatment. The event high iop was resolved.